Event description:
When customer switches from relative 180 to cardiac 90 on the vertex plus auto exchanger, there are conditions which should cause the detector movement to lock and the gantry to display a ring lock error. It was discovered that this safety mechanism was not working properly, thus creating the potential for user-induced heads crash and potential injury to pt and/or user.